Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported the battery and lead wire system were replaced on (B)(6) 2017. Since the system was replaced, the patient was doing great with stimulation and coverage. The patient¿s weight at the time of surgery was (B)(6). No further complications were reported/anticipated.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 97740, serial# (B)(4), product type: programmer, patient.

Event description:
On (B)(6) 2017, information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that elective replacement indicator (eri) was seen on a non-rechargeable implantable neurostimulator (ins). The patient reported that they had other implanted in their body "for years" and stated that they were telling them that the patient was going to have to be cut open every 2 years even though the devices were "improved." It was reported that the patient did not want to go through another surgery to have the ins replaced. There were no falls or traumas related and there were no recent medical procedures. There were no patient symptoms reported. On (B)(6) 2017, additional information was received from the patient via a manufacturer representative (rep). The rep reported that there was no issue with the eri. The patient was going to meet with a physician to discuss ins replacement. On (B)(6) 2017, additional information was received by the patient reporting that they were having their device replaced on (B)(6) 2017, resolving the eri message. It was also reported that their ¿old device¿ replaced in the late 90¿s lasted almost seven to eight years. The patient stated that it seemed as if the company was going backwards with the ¿new improved¿ battery and remote, as it only lasted two to four years. They suggested having the engineers working on upgrading that and taking into account that we (¿I¿) don¿t want to be cut open every two to three years to be checked out. They stated any improvements should include a ¿longer¿ lasting battery and for the remote to not have so many choices on it. No further complications were reported/anticipated.